Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the reamer broke off in situ. The broken piece was removed from the patient.

Manufacturer narrative:
The product was not returned, therefore the exact condition of the instrument is unknown. Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. A product history search could not be conducted as the lot number is unknown. The sales representative indicated that the surgical technique was followed. A definitive root cause cannot be determined with the information provided.